Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately one (1) month post-implantation, the patient sustained a fall which resulted in an open wound and a ruptured patella tendon. Subsequently, the patient underwent a poly swap procedure to address the complications. Due diligence is in progress for this event; to date all available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: tibia trabecular metal two-peg porous fixed bearing left size d: catalog#42530006701, lot#65969377; femur cemented cruciate retaining (cr) narrow left size 8: catalog#42502006401, lot#66364088; inset all-poly patella cemented 26 mm diameter: catalog#42540200026, lot#66492930; palacos r + g (1x40): catalog#66022663, lot#68421372. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the cause for the patient fall is unknown. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information at time of this report.